Manufacturer narrative:
Mindray is establishing good faith efforts, to obtain additional details of the reported occurrence (e.g. Time of the occurrence, the alleged value discrepancy, etc.), evaluation of the devices involved records and electronic data collection for evaluation. The occurrence is under investigation.

Event description:
It was reported that on (B)(6) 2023 a mindray passport 12 patient monitor (serial number hv-(B)(6) in use with a c02 module (serial number (B)(6) failed to accurately detect, record, alarm, and/or display the patient's end-tidal carbon dioxide (etco2) during and/or following the procedure, resulting in delayed recognition and/or communication of the patient's respiratory status. The patient was diagnosed with acute hypoxic-ischemic encephalopathy.

Manufacturer narrative:
Mindray established good faith efforts with the third-party biomed service (between march 18, 2025 and april 10, 2025) to obtain additional information on the units evaluation. Without additional information no further investigation can be done and the alleged malfunction cannot be confirmed.

Event description:
It was reported that on (B)(6) 2023 a mindray passport 12 patient monitor (serial number (B)(6)) in use with a c02 module (serial number (B)(6)) failed to accurately detect, record, alarm, and/or display the patient's end-tidal carbon dioxide (etco2) during and/or following the procedure, resulting in delayed recognition and/or communication of the patient's respiratory status. The patient was diagnosed with acute hypoxic-ischemic encephalopathy.

Manufacturer narrative:
The user facility reported that a third-party biomed service evaluated the passport 12 (serial number (B)(6)) and the c02 module (serial number (B)(6)). The passport with the c02 module has remained in use since the occurrence. Mindray is establishing good faith efforts to obtain additional details of the third-party biomed service evaluation. The occurrence is under investigation.

Event description:
It was reported that on (B)(6) 2023 a mindray passport 12 patient monitor (serial number (B)(6)) in use with a c02 module (serial number (B)(6)) failed to accurately detect, record, alarm, and/or display the patient's end-tidal carbon dioxide (etco2) during and/or following the procedure, resulting in delayed recognition and/or communication of the patient's respiratory status. The patient was diagnosed with acute hypoxic-ischemic encephalopathy.